Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure, the stylet would only go half was into the lead and then stop. Multiple stylets were tried. The lead was not implanted. No patient complications have been reported as a result of this event.